Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer feels okay troubleshoot for high blood glucose reading. Customer current blood glucose reading was 600 mg/dl. Customer blood glucose reading at the time of the incident was 400 mg/dl. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated the high blood glucose reading with manual fast and long act. Infusion set was changed on (B)(6) 2017. Customer stated cannula was bent. Customer did not mention drive support condition. Customer declined to check for air bubbles and leak. Customer reported basal rates were programmed accurately. Customer did not perform high pressure test. Products will not be returning for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.